Event description:
Boston scientific received information that this patient with this pacemaker had ventricular tachycardia (vt) episodes. Boston scientific technical services (ts) discussed the episodes. The physician suspected that both the right ventricular (rv) lead and the right atrial (ra) lead dislodged. The system remains in service. No adverse patient effects were reported..

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.